Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The cartridge was changed to resolve the issue. Customer's blood glucose level was 218 mg/dl.